Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In follow-up the technician stated the variability in the preoperative calculations may account for the unexpected outcome. She stated the surgeon plans to exchange the lens for a different power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 10/05/2011, 10/06/2011, 10/21/2011, 10/26/2011, and 10/28/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).